Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex a: a1801 annex g: g04067 annex b: b01, b14 annex c: c0601 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to fluid ingress/contamination of bezel assy. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was running primary and secondary infusions at the same time. There was patient involvement but no harm. Bd received additional information. It was reported that "channel runs both the primary and secondary tubing at the same time. Tubing changed and problem persisted." Per customer, tubing sets used were bd infusion set ref 2426-007 with secondary set by ICU medical list number 14230-28. When asked if it would be "correct to assume that the location of the alaris device was at the patient's heart level and that the medication bag was hung at least 20 inches above the pump?" The customer's response was "yes" and would it be "correct to assume that the secondary bag was hung higher than the primary bag? (Primary bag lowered using a bag hanger)," the customer's response was "yes".

Event description:
It was reported that the device was running primary and secondary infusions at the same time. There was patient involvement but no harm. Bd received additional information. It was reported that "channel runs both the primary and secondary tubing at the same time. Tubing changed and problem persisted." Per customer, tubing sets used were bd infusion set ref 2426-007 with secondary set by ICU medical list number: 14230-28. When asked if it would be "correct to assume that the location of the alaris device was at the patient's heart level and that the medication bag was hung at least 20 inches above the pump?" The customer's response was "yes" and would it be "correct to assume that the secondary bag was hung higher than the primary bag? (Primary bag lowered using a bag hanger)," the customer's response was "yes".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.